Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had autofill failure and was not able to boot normally which interrupted treatment. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse reported that based on test results, the power supply was faulty. The customer was quoted for the repair and after testing, the unit was not cleared for clinical use. In addition, the fse informed us that the customer is currently using a lending iabp. (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had autofill failure and was not able to boot normally which interrupted treatment. There was no harm or injury to the patient and no adverse event was reported.